Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported system fault 101. The pneumatic block was replaced to address the issue. The device was fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was contamination of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).